Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(6) smart pms for sfa study, a smart control stent (iliac 6x60ml) was implanted in the proximal portion of the left femoral artery without any issue. Approximately four years and five months after implant, intermittent claudication on the left had been deteriorated and restenosis in the left superficial femoral artery was confirmed by angiography. Six days later, target lesion revascularization and an evt were performed with poba. The patient recovered.

Manufacturer narrative:
As reported by the (B)(6) smart pms for sfa study, a smart control stent (iliac 6x60) was implanted in the proximal portion of the left femoral artery without any issue. Approximately four years and five months after the index procedure, intermittent claudication on the left was reported and restenosis in the left superficial femoral artery was confirmed by angiography. Six days later, target lesion revascularization was performed. The patient recovered. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 15642766 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process the events reported as ¿claudication¿ and ¿in-stent peripheral artery restenosis¿ could not be confirmed due to the nature of the events. The device was not retuned for analysis and procedural films were not received. The exact cause could not be determined. Thrombosis, stenosis, and/or restenosis are commonly indicated events. Patients that require stents and filters typically exhibit signs of thrombosis and restenosis prior to receiving these devices. Reports of these conditions after the device has been successfully deployed have not been linked to known manufacturing processes or criteria of the stent. According to the instructions for use, which is not intended as a mitigation, the following events are amongst those listed as potential adverse effects secondary to intravascular stent implantation: arterial occlusion/thrombus, remote from puncture site/restenosis of the treated vessel, embolization, arterial ischemia/infarction of tissue/organ, venous occlusion. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.